Event description:
It was reported that a pt underwent a sling procedure in 2007. In early 2008, a two centimeter mesh exposure was noticed. The exposed mesh was situated near the vaginal incision that was made during the initial device implant. On an unspecified date during that month, a procedure was performed in the physician's office to remove the mesh in the sub-urethral area. Currently, the pt is recovered and continent.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished good release criteria.